Event description:
It was reported by service report that the lift here labels were worn off and not legible. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.